Manufacturer narrative:
(B)(4).

Event description:
It was reported when the asymptomatic patient presented to the clinic for a routine device check-up, an increase in pacing lead impedance was observed. The lead was capped and replaced with a new lead implanted on the right side. No further information is available.